Manufacturer narrative:
Per the tandem user guide: ¿it is important, to update the total daily insulin setting in the control-iq screen when you visit your healthcare provider. This value is used for the 2-hour maximum insulin alert¿. The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted, upon completion of the evaluation.

Event description:
It was reported, that the customer, experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer alleged, the pump software did not accurately adjust the amount of insulin delivered. Resulting in the low bg. Customer consumed carbohydrates to address low bg. Tandem technical support (cts), performed a system check and performed a review of the pump data to determine a possible cause. Cts determined, that the pump functioned as intended and the cause of the low bg was, due to the customer's total daily insulin (tdi) being incorrect. Tandem technical support, educated caller about pump software technology and the algorithm using tdi information to adjust insulin. However, the customer did not acknowledge and maintained allegation. A replacement pump was sent to the customer for customer satisfaction. And customer continued to use pump for insulin therapy.